Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that her infusion set's tubing came out of the quick release completely. No further information available.